Event description:
Provider crnp injured with faulty scissors in suture removal set when opened. Metal burr stuck in left middle finger. Kit was sterile at time of injury, no blood/body fluid exposure involving pt or to her person. First aid provided.